Event description:
It was reported that one day following a pump replacement, the pt reported an episode of apnea and appeared to have had a narcotic overdose. The pt was admitted to the ICU. The hcp cited several possibilities for the pt's overdose including a flush performed while checking the catheter, a bolus delivered after the replacement, perhaps they should have estimated the catheter length more conservatively, or that the pt may have been experiencing a slow leak due to a hole in the catheter that was corrected during the pump replacement leading to overdose when therapy was resumed. No pt outcome was reported. The pt's pump contained morphine. Reference MFR report #6000030200800821.